Manufacturer narrative:
The event date was approximated to (B)(6) 2019 (bsc aware date) as there was no reported event date. (B)(4). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted during a sling procedure performed on an unknown date. According to the complainant, after the procedure, the patient experienced hematoma. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.